Manufacturer narrative:
The insulin pump had motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device passed the displacement test, rewind, basic occlusion, no delivery and motor tests. No excessive no delivery error alarm noted. Device had missing end cap sticker, minor scratched lcd window and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery during prime. Customer disconnects and reconnects the reservoir and infusion set and if that does not resolve it, he sometimes has to change the complete set. The customer stated that the random no delivery alarms have been occurring for about 2 years. Customer also reported he dropped the insulin pump in a dry sink about 2 days prior to the call but there is no visible damage. The insulin pump passed the selftest and displacement test. The customer then found that a dome sticker was missing. Blood glucose value was over 143 mg/dl. The insulin pump was replaced and returned for analysis.